Manufacturer narrative:
Continued: section e. Initial reporter; occupation: non-healthcare professional. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The customer provided four photos of the devices and pouches. A photo was provided of the distal end for both devices. Both clips have been detached, but the pictures are inconclusive for the cause of premature deployment. The pictures of the pouches match the lot number in the report. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use states: "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Caution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a cook instinct endoscopic hemoclip. Two (2) cook hemoclips were introduced into the biopsy canal, but upon reaching the lesion they [hemoclips] loosened before opening to clip [premature deployment in the closed position]. This event was not reportable at the time. Additional information received on 06-dec-2019 noted the clips were prematurely deployed in the open position. They were retrieved from the patient. A section of the device remained inside the patient¿s body. The detached clips were retrieved. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.